Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018, customer reportedly received the following results on the compact plus system within 10 minutes: 1.3 mmol/l and 4.9 mmol/l. On (B)(6) 2018, the customer received the following results within 10 minutes: 1.3 mmol/l, 1.4 mmol/l, and 7.9 mmol/l. On (B)(6) 2018, the customer received the following results within 10 minutes: 1.8 mmol/l and 9.4 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.